Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
The customer reported that the display is not showing in the monitor. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 06jul2020. B4: 07jul2020. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the touchscreen and blower assembly to address the display issue and air valve liftoff failure. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14jul2020 b4: (B)(6) 2020 the device was not in use on a patient during the time of the event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.